Event description:
It was reported that the battery voltage was lower than expected and is lower than range over the last 2 weeks. Previous experience on this device includes the battery voltage had changed from 2.79 v to 2.93 v in three hours. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a retro review for devices still in use has been incorporated into this report.